Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at post operation check, the left ventricular lead exhibited high pacing impedance, high thresholds and loss of capture. No intervention has been reported.